Event description:
A cardiac resynchronization therapy defibrillator (crt-d) and three leads were returned from a funeral home after the patient died. Information identified in the manufacture's data base indicated the patient died approximately four months post the implant of the crt-d system. Cause of death was requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.